Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-1941ps, 3.9 corkscrew anchor (s704108), was unable to be fully implanted. The screw driver stripped the anchor causing it to not be able to be advanced to a seated position and was not able to be removed. The anchor needed to be burred down and another anchor was put in it's place. Initial report also stated that no part of the implant was left in the patient. Surgeon has experience using the device. There is no device to return. Additional information has been requested. Additional information provided 6/1/2020: the procedure was a rwmplissage. A 3.9 punch was used to prepare the bone. The bone quality was average and acceptable for use of a punch vs. A drill. The anchor was partially removed. The bottom half was left in the patient and not able to be removed. The top half of the anchor was burred off. The sales rep has confirmed that the new anchor was a 3.9 suturetak which was placed next to the original 3.9 corkscrew anchor.